Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 564 mg/dl. The customer reported they have a backup plan available. The customer was treated with manual injections. The customer was admitted to the hospital. Customer reported that has been high almost passed out at work. The cause of emergency room visit per healthcare provider was hyperglycemia. The customer was released in the hospital. After the troubleshooting was done, customer was advised that they did not find anything wrong and the device is working fine.